Event description:
Initial information was received from a physician on (B)(6) 2012: a (B)(6) female received treatment with poly-l-lactic acid (sculptra aesthetic) (lot # and expiration date unknown) on (B)(6) 2012, for cosmetic purposes. Sculptra was reconstituted with 6 cc of sterile water, 2 cc of lidocaine 2%. About 2 cc of other local anesthetic and 4 cc of local nerve block were also used to prepare the patient for injection. Approximately one month after her treatment with sculptra, she developed a nodule at the injection site inside her mouth, on her cheek, under her nasolabial fold. She presented to the physician's office on (B)(6) 2012. The nodule is described as hard and white-yellow. The nodule is not visible and is 8 mm in size. There are no signs of inflammation and no evidence of a systemic process. The physician does not characterize the nodule as protracted or prolonged and does not expect this event to be irreversible. A biopsy has not been performed. Medical intervention included "intralesional injection of medication," not otherwise specified. There was no surgical intervention. Treatment with sculptra has been discontinued and the event remains ongoing at the time of report. Medical history was not reported. Concomitant medications include trazodone and acyclovir. No further relevant medical information was reported.